Event description:
The manufacturer received information alleging service required. During the evaluation of the device at the third-party service center, it was found that pca was burned. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.